Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen (concentration and lot unknown; dose "I think 250"), clonidine (concentration, dose, lot unknown), and dilaudid (concentration and lot unknown; dose 7mg/day) via an implantable infusion pump. Indication for use was non-malignant pain and lumbar radiculopathy. The patient's doctor was transferred and the patient was moved to another doctor who "decided the pump wasn't working anymore in any of his patients." The doctor started to take the medication out. The patient had difficulty getting to the doctor as his vehicle was out so the doctor decided to take the medication out. The patient was "ticked off" at the doctor as there was nothing wrong with the pump or therapy. The patient stated that he went through withdrawal when the doctor took the medication out. The patient currently had saline in the pump and had been without the pump and medication for so long that he was just going to have the pump taken out. The patient stated that he would discharge the doctor once he takes the pump out. The event occurred in 2015; exact date of onset unknown. The situation was resolved and the patient was no longer in withdrawal. Additional information was requested regarding drug information, patient's medical history, and clarification on the medication being removed from the pump and potential device or therapy issue. A supplemental report will be submitted if additional information is received. Additional information was received from a healthcare provider (hcp). Other medications the patient was taking at the time of the event were unknown. Medical history includes pacemaker, foley to leg bag, paraplegia (legs) reflex sympathetic dystrophy and allergies to ibuprofen and sulfa. The patient had not gone in for an office visit since (B)(6) 2013 which is why the patient was weaned down from the pump medication. There was no device issue. The pump was at minimal flow. The pump was delivering hydromorphone 0.0062 mg/day, lioresal 0.069 mcg/day and clonidine 0.0312 mcg/day. The plan was to have the pump explanted when the patient can do it. The explant date was not scheduled.